Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose with blood glucose of unknown value. The customer states that she stayed several days in intensive care unit. The customer was treated with an insulin drip. The customer was treated and released from the hospital. The insulin pump will not be returned for analysis.